Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 483 mg/dl, 557 mg/dl, 522 mg/dl, 535 mg/dl, 525 mg/dl and 539 mg/dl. Customer stated that there was cannula bent and small blood at the tip of the cannula. The insulin pump will not be returned for analysis.